Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a set being used to infuse propofol on an ICU patient snapped off below the pump; the rn noticed the breakage quickly and there was no patient harm. The customer states that the set had been in use for 24 hours or less because they change propofol tubings every 24 hours. The customer stated that there "was no tension on the tubing when it was discovered."

Manufacturer narrative:
The customer¿s report of snapped tubing was confirmed. Visual inspection observed that the tubing was separated from the lower fitment. Microscopic inspection found that there was sufficient solvent applied to the tubing. Dimensional testing also found that the tubing and the lower fitment were within the required specifications. Functional testing was not performed due to the separation. Leak/pressure testing on the separated components confirmed no additional leaks. The root cause of the leak was due to the set being misassembled during manufacturing.